Manufacturer narrative:
Analysis of the pump identified feed through shorting across the insulator. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of baclofen at 300.2 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2016, it was reported that the patient's pump experienced 12 stalls and recoveries from (B)(6) 2016 and remained stalled as of (B)(6) 2016. The patient had not had a recent MRI. The motor stall was seen at the initial interrogation and pump status/event logs confirmed the motor stall. The pump was replaced on (B)(6) 2016 and will be returned to the manufacturer for analysis. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.